Event description:
The pt received her scs system, including an ipg, on (B)(6) 2008. It was reported that the pt lost stimulation, and her charger was unable to communicate with the ipg. The pt stated that she last felt stimulation about (B)(6) ago. She reported that she cannot recall when she last charged her ipg. It was reported that the pt has lost weight, and the ipg appears to be more shallow. The new charging system was sent to the pt; however, it is currently undetermined whether the replacement charger resolved the issue. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.